Event description:
On (B)(6) 2013, we received a letter from the patient (pt) which stated the she was diagnosed with "a severe ulcerated corneal infection" on (B)(6) 2013, after wearing an acuvue oasys contact lens (cl). The pt also included bills for doctor's visits dated: (B)(6) 2013. Pt reported having an emergency visit with her regular ecp on (B)(6), and was sent to a corneal specialist on the same day. The bills included stated the pt was given vancomycin and tobramycin on (B)(6), vancomycin and tobramycin on (B)(6), vancomycin and tobramycin on (B)(6) 2013 and prednisolone on (B)(6) 2013. Zymaxid was added and the pt was given an rx on (B)(6) 2013 for prednisolone. Dosing for medication is unknown. Pt stated in the letter that her vision in her od is now 20/60, "with no signs of improvement". Medical records received from the diagnosing doctor on (B)(6) 2013 stated: the pt was fit in acuvue oasys contact lenses on (B)(6) 2013 and only wears the lens in the right eye (od). Va was 20/40 od. Pt returned on (B)(6) 2013 to finalize rx. Notes indicate the pt stated the "cl very comfortable, takes lens out every night" va with the cl 20/25 od. Pt presented on (B)(6) 2013 c/o od pain, discharge, redness, swelling, tearing and experiencing photophobia. Symptoms were constant since (B)(6) 2013. Pt reported she could not open od due to pain and swelling. Exam notes state the pt reported sleeping in the cls "max 3 nights". Pt also reports replacement every 1 1/2 weeks. Va noted as 20/400 od. Exam noted od lids +3 edema; cornea staining "impression of cl", +3 diffuse staining, +3 diffuse edema, ulcer; conjunctive +2 chemosis/injection. No hypopyon. Od erythema also noted. Assessment/plan: severe corneal ulcer od, pseudomonas. Reports poor compliance with cl wear schedule. Start zymar, today q1-2h, then qid od. Homatropine 5% bid od. May need fortified antibiotic. Pt was sent for corneal consult.

Manufacturer narrative:
Labeling stated device is approved for single use or reuse. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. Thirteen sealed blisters returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph and conductivity were in specification. Based on all available information, no causal factors can be determined and no conclusion can be drawn. However, pt wear and replacement scheduled may have contributed to the event. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.